Manufacturer narrative:
Upon questioning, the therapist stated that she could not duplicate the problem. Investigation/eval of the cycle resulted in unable to duplicate the reported issue. In accordance with the user manual, the cycle defaults to the neuro mode of operation unless this has been changed in the program selection menu; therefore, when the start button is pressed, the lower extremity exercise will begin.

Event description:
On (B)(6) 2015 acp was notified of event. Pt was seated at the omnicycle with feet flat on the floor. The therapist noted that the display was dark. She then noticed that the cycle was not plugged into wall power. The therapist reported that the moment she plugged the cycle in, the lower extremity pedals began to rotate, cutting the pt's left calf. The pt sustained a laceration on her left calf, which required 14 stitches.